Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the link had broken from the posterior cuff. A link break will result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported suture break. Because the device was received with both of the cuffs captured during deployment and attached to the needle tips, the report of cuff miss can not be confirmed. No device deficiency was detected during the examination. A link break can be influenced by but not limited to: manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Gently removing the plunger during the first 2 cm can reduce the link breakage. To assure that all products perform according to specifications they are subject to an inspection by manufacturing. Based on the analysis of the device and the reported information the probable cause for the link break was related to operational context during use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In review there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.